Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was out of range with gravity and accuracy test. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. There were no event logs to review. Service history review identified that the device has not been serviced in the past. Functional testing was not able to duplicate the customer reported issue. No cause was found for the reported delivery issue. No parts were replaced related to the complaint.